Event description:
It was reported that a spectrum pump had keypad which was not working properly. The customer stated that "here is a long pause after pushing buttons on the keypad." It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.